Event description:
Patient was intubated under general anesthesia on table. We had started to do our neuro interventional procedure and the table that our patient was on stopped moving up and down. Phillips rep was called and all potential solutions to fix the table did not help. Patient had to be woken up from general anesthesia and taken to recover after not completing the procedure and must now be rescheduled to complete the procedure at a different time.